Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/23/2024. An investigation was conducted on 06/26/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It did not produce visible steam and heat during ten (10) 3-second activations a tone was audible from the power supply upon activation. No further electrical testing was conducted due to the device not powering on. An engineer evaluation was conducted on 09-jul-2024. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c¿ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. Additionally, it was observed that while electrical energy was being delivered to the complaint vh-4000 hemopro2 tool, the proximal end of the shaft tip near the black flex shaft became extremely hot to the touch. This indicated that there was an electrical short in this section of the shaft tip. Next, to evaluate why the shaft tip was getting hot, the shrink tubing and shaft pin were removed from the shaft tip. Examining, under magnification, the hole in the shaft tip where the shaft pin was removed, it was observed that there were strands of exposed metal wire inside the shaft tip. The jaws were removed from the shaft tip to further examine the puncture to the wire. It was determined that the guide pin had punctured and damaged the wire insulation. The damage from the guide pin was then exacerbated by the insertion and removal of both the guide pin and shaft pin. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. A lot history record review was completed for lots: 3000375108, 3000373620, and 3000371571 the last 3 lots shipped to the account prior to the event/aware date. For lot: 3000375108. There were no ncmrs, rework, or deviations documented for this lot. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot: 3000373620. There were two (02) ncmrs, rework, or deviations documented for this lot. For lot: 3000371571. Ncmr#: 17910-on april 22, 2024, the complaint department reached out to the manufacturing team to discuss a complaint with the manufacturing team. As a result of the complaint, we decided to interview the operator certified for the final inspection of the cannula line. The interview with the operators revealed that one operator was not following the work instructions at the final inspection on the cannula line]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 biopolar did not work. They applied a new cord and still would not work. They obtained a new product and it worked from the start. There was a slight procedural delay, which included the time needed to open up a new hemopro 2 extension cord and the time to open up a new hemopro 2 kit. The entire procedural delay was less than 5 minutes. No patient injury.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.